Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the operating room, evacuated the hematoma, and closed. Pressure dressing was applied to the site after the procedure was completed to prevent the recurrence of the hematoma.